Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged shortly after implant. While the patient was admitted for an atrial flutter ablation procedure the physician showed the field representative the image of the lead. This lead was wound all the way back in the pocket, almost like twiddler's syndrome, but the other two leads were fine. The physician has elected to revise the lead sometime in the future. No adverse patient effects resulted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Further information provided by a representative was that this lead had been programmed off at some point, exact date unknown. This was done to mitigate muscle stimulation.